Event description:
Patient removed freestyle libre 14 day sensor from arm, but needle filament was nowhere to be found. Patient and husband were concerned that the needle was stuck inside her arm. FDA safety report ID #(B)(4).